Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is likely a posterior needle to cuff miss occurred and then resulted in the needle striking the foot causing the separation of the foot; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred and a foot break occurred. The separated foot was simply pulled out manually. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.